Event description:
It was reported that this right ventricular (rv) lead was surgically capped; abandoned due to high threshold and high impedance value. A new rv lead was added successfully. No additional adverse patient effects were reported.